Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 (manufacturing site name) h3, h6: video investigation: the product was not returned to j&j medtech orthopaedics, however a video was provided for review. The video investigation revealed difficulty to turn screwdriver to insert the locking prong on the nail. However, since evidence shared is mid procedure, the devices are not visible, as a consequence damage on the nail cannot be observed, and difficulty is concluded based on the observed struggle with the mating instrument. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, previous damage on the prong, clogging of the device (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The tfn-advanced proximal femoral nailing system (tfna) - screw only surgical technique states the following: assure that the inserter handle is aligned to the aiming arm. This is essential for proper engagement of the locking mechanism. Precaution: assure that the guide wire is in place while inserting the tfna screw to prevent the cannulation from clogging, impeding an optional augmentation procedure as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna fem nail ø11 r 130° l360 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 04.037.156s lot: 6020p28. Manufacturing site: werk selzach supplier: (B)(4). Release to warehouse date: 04 may 2023. Expiration date: 01 may 2033. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the internal locking bolt of the nail-boja/cephalic screw presented problems at the time of ¨bar it¨ to block the system.